Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported inflation issue and balloon rupture were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined that the reported difficulties were likely due to case related circumstances. It is likely that the rupture occurred due to interaction with lesion calcification or associated devices. The scratch noted at the rupture site further suggests interaction to the outer surface of the balloon caused the pinhole. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during an angioplasty procedure, the armada 14 percutaneous transluminal angioplasty (pta) catheter would not inflate because it was punctured. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.